Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed a "pacer fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device, multifunction cable (mfc), and ECG cables were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and pacer/defib stress testing without duplicating the report. Internal inspection found no discrepancies. The customer's mfc cable and mfc receptacle were replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.